Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown locking compression plates (lcp)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ayerza, m. Et al (2009), "joint preservation after extensive curettage of knee giant cell tumors." Clinical orthopaedics and related research, vol. 467, pages 2845-2851 (argentina). The purpose of this study is to preserve the function of the joint an to surgically treat the giant cell tumor. Between july 2002 and august 2006, a total 22 patients (16 male and 6 female) with an average mean age of 31 years (range 17-66 years) were included in this study. Patients underwent knee reconstruction with a combination of cancellous bone and structural allograft after resection of a gct. The diagnosis was confirmed by preoperative fine-needle percutaneous biopsy. All reconstructions were performed after an intralesional resection of a primary (19 cases) or recurrent gct (three cases). 12 were distal femur and 10 proximal tibia reconstructions. The mean follow-up was 24 months (average, 48 months; range 24-80 months). The following complications were reported as follows: 1 patient had minimal subchondral collapse without joint narrowing. 1 patient had a soft tissue recurrence with resection but did not require removal of the allograft. Two of the 22 reconstructions were removed as a result of local recurrences. One was a proximal tibia at 13 months after. Surgery and the other a distal femur reconstruction at 44 months after surgery. Both recurrences were located in metaphyseal bone. This report captures one patient who experienced subchondral collapse, one patient who experienced soft tissue recurrence, and 2 patients who required implant removed. This report is for a locking compression plates (lcp). This is report 1 of 2 for (B)(4).